Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event

Manufacturer narrative:
A visual examination of the returned device revealed that mesh is stretched at both ends near the mesh carriers. Blood and tissue residue observed on the mesh and carriers. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaint exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx sngle incision sling on (B)(6) 2013. According to the complainant, during the procedure, the physician felt the mesh scrunched up vertically and didn't lay the way it usually does. The procedure was completed with another solyx sling. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling on (B)(6) 2013. According to the complainant, during the procedure, the physician felt the mesh scrunched up vertically and didn't lay the way it usually does. The procedure was completed with another solyx sling. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.